Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. This serves as a correction report. Section h11 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received 258 mg/dl sensor scan results compared to 53 mg/dl reading obtained on an unspecified brand meter. The customer noted a vertical (unspecified upward or downward) trend arrow which indicates rapidly rising glucose level (more than 2 mg/dl per minute). The customer experienced loss of consciousness which caused the customer to fall and would be consistent to the customer sustaining hemorrhaging brain bleed. The customer was brought to the hospital and was provided with insulin (type/dose unspecified) as treatment along with potassium, tylenol, platelets, and other medications for seizures. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. The sensor was found to be in sensor state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received 258 mg/dl sensor scan results compared to 53 mg/dl reading obtained on an unspecified brand meter. The customer noted a vertical (unspecified upward or downward) trend arrow which indicates rapidly rising glucose level (more than 2 mg/dl per minute). The customer experienced loss of consciousness which caused the customer to fall and would be consistent to the customer sustaining hemorrhaging brain bleed. The customer was brought to the hospital and was provided with insulin (type/dose unspecified) as treatment along with potassium, tylenol, platelets, and other medications for seizures. There was no report of death or permanent impairment associated with this event.